Event description:
Treadmill has sudden momentary stops. Had 5 momentary stops during day on date of event. This problem has persisted periodically for the last year and has increased in frequency of occurrence. Pts almost tumble from treadmill, if not assisted by operator. Have troubleshooted the problem, but not able to pinpoint. Rptr is concerned about legal problems and pt injury if usage continues. Co's suggestion is to spray silicone between belt and surface top. Other suggestion was control panel under deck, but one is not available. Co which made control panel believes it is the computer board, which is not available either. This treadmill was purchased on 5/15/93, for $5695. There is no operator's or service manual available. Construction of computer panel is shoddy and unprofessional.